Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the meter records download showed multiple errors in the history. However, no meter errors were duplicated during investigation. The meter powered up normally and was able to be paired successfully with the test pump. No errors occurred during the actual testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that a meter error 1 had emitted and the error was unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.